Event description:
It was initially reported that there was telemetry issues with the possibility of a dead battery. The patient was unable to communicate with her patient programmer about a couple of weeks ago, maybe longer. It was also unable to communicate with the physician programmer. When the patient was seen previously, the device was working well, but no parameters were recorded. Since then the patient had lost 50 lbs. And the device and wires were visible. Before being unable to communicate, the device was set on program 2, 6.8v. Subsequent information received reported that the patient began having a recurrence of her symptomatology and the battery was checked and noted to be completely depleted. It was decided to replace the battery. During the surgical replacement of the device, testing of the lead impedances was done and found to be inappropriate in all 4 leads. The decision was made to replace the leads as well. Following insertion of the new leads, testing revealed excellent bellows and great toe reflexes in leads 2 and 3, small response of bellowing and great toe reflect in lead 0 and no response in lead 1. Testing of the device at the completion of the surgical procedure by the manufacturer representative indicated that the patient was feeling the impulses and that the new lead was working appropriately. It was also reported that the issue was due to lead/extension break and/or dislodgement/migration. The patient did not require hospitalization, handled the procedure well and was in stable condition.

Manufacturer narrative:
Product ID 3093-28, lot# v318137, serial#, implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).